Event description:
On (B)(6) 2025, an email was received from a johnson & johnson employee stating a patient (pt) in brazil reported foggy acuvue® oasys® brand contact lenses (cls). No additional information was provided. On 22jul2025, the pt provided additional information. The pt experienced poor vision with two left eye (os) acuvue® oasys® for astigmatism brand cls, starting on (B)(6) 2025. When blinking, the cls "moved up to the pt's eyes and burred," the pt felt the lenses, feeling that the lens is drier and experienced a "scratch sensation." Upon removing the cls, the pt noticed the lenses were not round and the os was "red and dry for about 1 hour." The pt did not seek medical attention or use any medication. The pt is a first time cl wearer and was not trial fitted by an eye care professional (ecp). The pt reported a daily wear schedule and uses bio-soak solution. On (B)(6) 2025, an email was received from a johnson & johnson employee stating the pt is "having trouble seeing" with the os and reports that "the lens is losing its shape." On (B)(6) 2025, the pt called and advised that the os had not improved. The pt visited an ecp and was prescribed antibiotics (name and dosage not provided). The pt agreed to provide the prescription of the medications. The pt has not returned to cl wear "since the phone call," and is worried because the os can't see clearly. The pt reported seeing shadows, and the os "turned red at night." On (B)(6) 2025, and email was received from the pt with images of the prescription and medications. Date of ophthalmologist appointment: (B)(6) 2025. Diagnosis: injury to the left eye related to the contact lenses prescription: regencel 1 drop in the eye 4 times a day for 7 days; thealoz 1 drop in the eye 3 times a day for 7 days . Follow-up appointment: no on (B)(6) 2025, a call was placed to the pt. The pt was told the eye is "hurt" and was not provided with any documentation from the treating facility. The pt is still having difficulties seeing, and reports the eye is painful and swollen. The pt will visit the ecp again tomorrow since the "symptoms have not improved." The pt agreed to obtain a note from the ecp with the diagnosis provided and send via email. An attempt was made to contact the treating ecp for confirmation of diagnosis and treatment on (B)(6) 2025 with no success. On (B)(6) 2025, an email was received from the pt with images of an ecp note, proof of purchase of medicines and prescription. Ecp note dated (B)(6) 2025: pt is being treated for os corneal keratitis, receipt of purchase dated (B)(6) 2025 for thealoz duo, receipt of purchase dated (B)(6) 2025 for regencel, prescription dated (B)(6) 2025 for zymar (gatifloxacin) drops, every 2 hours for 7 days. On (B)(6) 2025, a call was placed to the pt. The pt confirmed new treatment as of today: regencel twice daily, thealoz every 2 hours, and zymar every 2 hours for 7 days. The pt reported the ecp advised that there is keratitis on the cornea in "two spots." The pt has a follow-up visit on 06aug2025. The pt is considering a second opinion with another ecp. The pt agreed to obtain additional ecp notes on future visits. On (B)(6) 2025, the pt provided images of the affected eye. On 07aug2025, the pt provided additional information. The pt visited the ecp on (B)(6) 2025 and was told the "cornea is healed." The pt was not prescribed any medications and does not have a follow-up visit. The ecp did not provide a medical report and the pt has not been released to return to cl wear. The pt reported still having ¿some edema and redness.¿ no additional medical information has been received. No additional information is expected. This was determined to be serious adverse event on 30jul2025 when the pt provided a diagnosis of "os corneal keratitis" with antibiotic treatment every 2 hours for 7 days. A comprehensive review of the manufacturing records for lot number b016j20 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect os cl has been requested for return and evaluation but has not been received. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On 09sep2025, evaluation of the returned, suspect lenses was completed. One opened blister package containing 3 lenses was received. Magnified visual inspection revealed lens #1 and lens #2 were misshaped and lens #3 was misshaped with an edge tear. No further investigation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.